Event description:
Patient undergong coronary artery bypass grafting. Prior to commencement of the procedure, anesthesia placed a cordis introducer and edwards swan-ganz vip catheter via the right internal jugular. Procedure completed without incident or complication and patient transferred to the sicu in stable condition. Upon arrive fluid bolus ordered for volume depletion/ low central venous pressure (cvp). After a short period of time nursing staff noticed expanding, swelling, and hardening of the patient's right neck/chest. Surgeon was immediately notified and volume/ infusion via cordis/swan discontinuned. Patient returned to the operating room for exploration of the neck and re-entry into the mediastium/sternum to rule out bleeding as a source of the swelling. Operative findings were of only a large amount of a clear fluid within the swollen/hardened area consistent with intravenous fluids. Patient tolerated the exploratory procedures well. Postoperative course uncomplicated and patient discharged from the hospital on postoperative day six. No anticipated long-term injury as a result of this incident.